Manufacturer narrative:
Date rec¿d by MFR: 23aug2019. Date of report: 26aug2019. The manufacturer¿s service technician was able to confirm the customer allegation of "auto-start." The manufacturer¿s service technician replaced the graphic user interface (gui) to address this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A user interface (ui) was returned for analysis. An investigation was performed, and the customer complaint was not verified. Returned ui does not initiate a turn-on.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer report the unit powers on by itself. There was no patient involvement.